Event description:
It was reported that during a lap appendectomy, the device misfired. Another device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Eval summary: the analysis results found that the atb35 device was returned in good visual conditions and with a cartridge loaded in the device. The cartridge was returned partially fired and was noted to have a wedge band bypass as the left side was fully fired and the right side was 1/3 fired. The cartridge was disassembled to verify the condition of the spring cartridge lockout and was found normal. The device was tested for functionality with a test cartridge and fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, the appropriate engineering personnel have been notified of this incident. An investigation has been initiated to determine the cause of this issue.